Event description:
Two 2.5mm drill bits, part number 310.25, were broken off in the patient during an open reduction internal fixation of the left tibial plateau. One fragment was retrieved, and the other remained just distal and anterior to the lateral plate. The drill was introduced from the medial to lateral. The drills were placed under large amounts of bending force while spinning in both the drill guide and the patient and then broke. Fracture reduced, one drill bit fragment remaining in the left tibial shaft of the patient. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.(B)(4)

Manufacturer narrative:
(B)(4): the manufacturing evaluation report stated: orchid unique manufactured the 2.5mm drill bit with quick coupling, gold, 110mm, p/n 310.25, and lot number u181797. The complaint condition (drill bit broke) is due to an unknown cause. The lot initially conformed to all requirements per the certificate of conformance and was inspected / conformed to the synthes incoming final inspection sheet number (B)(4), revision ¿a¿. Based on the evaluation performed and the unknown cause, this complaint is deemed invalid from a manufacturing position. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/ explanted. Device manufacture dates: 10/15/2013 and 10/16/2013. The investigation could not be completed; no conclusion could be drawn, as no device was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Additional narrative: this device is used for treatment and not diagnosis. The product development event evaluation stated: the returned drill bits were returned with the distal tip fractured mid flute. The breaks are angled and are each approximately 10-15mm from the distal tip. However, this complaint is invalid from a design perspective. The most likely cause for this complaint was too much off-axis forces being applied to the drill leading to the drill breaking. Therefore, the design is adequate for its intended use and did not contribute to this complaint condition. Placeholder.